Event description:
A consumer reports seeing a dark semi-circle in the periphery of her vision following intraocular lens (iol) implant surgery. In a follow-up, she also reports that her eye is red, her near vision is not focused, she has headaches and she sees moving black lines and flickering lights. The surgeon reports that the consumer has some residual astigmatism and he believes the dark shape in her peripheral vision is actually the edge of the iol. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 08/21/2008, 08/26/2008, 08/28/2008, 09/02/2008 and 09/04/2008 by mail, fax and phone. Additional information was received 09/02/2008 by phone. A completed questionnaire has not been received.